Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on 06-nov-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was above than 500 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information was available.